Event description:
It was reported the patient was implanted in the left vim. The patient had a good response until 2007, when the battery was replaced. About 3 months later, the patient was admitted to the hospital again and the complete system was evaluated. Several tests were performed (dates and type not specified). It was determined that the system was working appropriately except for increased impedance on contacts 2 and 3. An x-ray of the cranium revealed stretching of the electrodes at the intracranial level. The lead was replaced in 2008. No patient injury was noted and a good clinical response was noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.